Event description:
Boston scientific received information that this right ventricular lead was scheduled for a repositioning procedure due to loss of capture and a lead dislodgment. The lead was not successfully repositioned and a new system was implanted successfully. It was noted that this patient had atrial fibrillation. No adverse patient effects were reported.

Manufacturer narrative:
Should additional informant become available this investigation will be updated.